Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0871 inches. Possible over delivery anomaly not confirmed. The pump was received with cracked keypad overlay at the select button the following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, cracked case at corner of the belt clip rail, stained serial number label, pillowing keypad overlay, and stained keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thump and carelink upload was successful. The pump did not have a battery installed when received. No damage noted on the original battery cap. Please see below for the boluses listed on the event date 28-apr-2023 in the pump history file. On (B)(6) 2023 08:39:27.000 normal bolus delivered (220). Bolus programming method: bolus wizard (1). Normal bolus amount programmed: 30000 (3 u). Bolus amount delivered: 30000 (3 u). On (B)(6) 2023 09:08:41.000 normal bolus delivered (220). Bolus programming method: bolus wizard (1). Normal bolus amount programmed: 1000 (0.1 u). Bolus amount delivered: 1000 (0.1 u). On (B)(6) 2023 14:33:33.000 normal bolus delivered (220). Bolus programming method: bolus wizard (1). Normal bolus amount programmed: 20000 (2 u). Bolus amount delivered: 20000 (2 u). On (B)(6) 2023 18:06:00.000 normal bolus delivered (220). Bolus programming method: bolus wizard (1). Normal bolus amount programmed: 18000 (1.8 u). Bolus amount delivered: 18000 (1.8 u). Please see below for the daily total of all insulin delivered on the event date 28-apr-2023. On (B)(6) 2023 00:00:00.000 daily totals g670 (63). Daily total collection start time: on (B)(6) 2023 00:00:00.000. Daily total of all insulin delivered: 347000 (34.7 u). Daily total of basal insulin delivered: 278000 (27.8 u). Daily total of bolus insulin delivered: 69000 (6.9 u). There were no auto suspend (12) alarm noted in the pump history file. There were no user suspended (2) listed on the event date 28-apr-2023 in the pump history file. Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 28-apr-2023 in the pump history file. On (B)(6) 2023 14:38:45.000 alarm alert notification (40). Fault number: sensor error alert (801). On (B)(6) 2023 14:48:00.000 alarm alert notification (40). Fault number: sensor error alert (801). On (B)(6) 2023 15:08:46.000 alarm alert notification (40). Fault number: sensor error alert (801). On (B)(6) 2023 15:43:45.000 alarm alert notification (40). Fault number: sensor error alert (801). On (B)(6) 2023 23:49:51.000 alarm alert notification (40). Fault number: stuck key alarm (61). On (B)(6) 2023 23:59:01.000 alarm alert notification (40). Fault number: stuck key alarm (61). On (B)(6) 2023 00:00:03.000 alarm alert notification (40). Fault number: stuck key alarm (61). The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 239 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly or sensor error alert noted. No stuck key alarm, button error alarm or unresponsive buttons noted during testing. No damage noted on the keypad traces. Sensor error alert not confirmed. Stuck key alarm (61) not confirmed. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. The motor was tested outside of the pump and passed. The pump passed the functional testing. Unable to confirm alleged high bgs/low bgs. Possible over delivery anomaly not confirmed. Exposed to magnetic field/MRI not confirmed. Cosmetic damage was confirmed at the front of the pump (keypad assembly). Exposure to moisture not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported hyperglycemia and hypoglycemia with a blood glucose value of 400 mg/dl and 90 mg/dl at the time of the event respectively and reported the insulin pump was exposed to the body scanner. Troubleshooting was partially performed and found that the customer treated the hypoglycemia with food intake and hyperglycemia in an emergency room. The customer was not reporting symptoms as a result of blood glucose. The insulin pump was used within 48 hours and the auto mode was active at the time of the event. The customer was admitted to the hospital on (B)(6) 2023. The customer experienced the symptoms of confusion, feeling sick/unwell, and flu in the hospital. No further patient complications were reported. The customer will continue using the insulin pump. The insulin pump will be returned for analysis.